Event description:
No change to previously reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Event summary: it was reported by the therapeutic goods administration (tga) that the australian orthopaedic association national joint replacement registry (aoanjrr) has registered a higher than expected revision rate for a combination of avenir stem / fitmore cup used for total hip arthroplasty. The reason for revision surgery is unknown, but could however be one of the following: dislocation, infection, loosening, fracture and pain. Review of received data: data extract from the aoanjrr received for the higher than expected revision rate for a combination of avenir stem / fitmore cup used for total hip arthroplasty providing data such as: average duration of implantation, implant catalog ranges, reason for revision surgeries and years of which the products were revised. Review of product documentation: the compatibility check could not be performed as the complete product information is not known. Conclusion summary: it was reported by the therapeutic goods administration (tga) that the australian orthopaedic association national joint replacement registry (aoanjrr) has registered a higher than expected revision rate for a combination of avenir stem / fitmore cup used for total hip arthroplasty. The reason for revision surgery is unknown, but could however be one of the following: dislocation, infection, loosening, fracture and pain. Neither product identification, x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. It is only known that there was a revision surgery either due to one of the following events: dislocation, infection, loosening, fracture or pain. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4). The following reports are associated with this event: 0009613350-2019-00780.

Event description:
Patient was implanted on an unknown side and underwent revision potentially due to one of the events: dislocation,infection, loosening, fracture, pain.

Manufacturer narrative:
This medwatch was created to enter additional information which was received on nov 13, 2019. Updates: description of event or problem, evaluation codes, date received by MFR, type of report, additional narrative. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive the device for investigation. No surgical report or x-rays were provided for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Additional information has been requested and is currently not available. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported in a joint registry that patients were implanted with the combination avenir/fitmore total conventional hip. One patient was revised within 5.3 years due to fracture. Attempts to obtain additional information have been made; however, no more is available.